Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported pain at battery site and it was unknown what was causing the pain at the ins site surgical revision was performed to reposition device in amore. No further complications were noted or anticipated.